Manufacturer narrative:
Correction to section h6 - the medical device problem code should have been 2915 instead of 3022. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that troubleshooting showed no abnormalities with patient's scs system.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01793. It was reported the patient experienced heating at the ipg and lead site during an MRI procedure. The scs was placed in MRI mode prior to the procedure. Further troubleshooting may be pending to address the issue.